Manufacturer narrative:
On (B)(4) 2016 a dräger service technician went on site, downloaded and analyzed the logbook and tested the oxylog 3000 plus. The auto-test was functional, the sound and visual alarms were functional and the device ventilated. The log analysis showed that the potentiometer to adjust the oxygen concentration had failed. Investigation of similar events showed that rare use of this knob resulted in development of an oxide layer on the contact area with increased electrical resistance, finally resulting in the reported event. In case of this failure the device generates optical and acoustical alarm and stops ventilation. An alternative ventilation device (e.g. Ambu bag) has to be kept ready, as described in the instructions for use. In (B)(4) 2015 dräger has issued a safety notice which points to the coherency between regular use of the potentiometer and its reliability of operation. The concerned competent authorities have been informed when this action was started.

Event description:
It was reported that during a transfer of a patient, between the radiology and the intensive care unit, the respirator stopped ventilation with a failure message. According to the doctor and the nurse no alarm was heard. They switched off the oxylog 3000+ and then on again and the device again ventilated. There was no injury reported.